Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced no alarms and alerts indicating her blood glucose values dropped suddenly and she became unresponsive with a decreased level of consciousness for a period of time. After treatment with juice by a family member she recovered. At the time of the event the patient became hypoglycemic and unresponsive, was not able to self-treat and required assistance (treatment with juice) by a family member to stabilize her condition. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced no alarms and alerts indicating her blood glucose values dropped suddenly and she became unresponsive with a decreased level of consciousness for a period of time. After treatment with juice by a family member she recovered. At the time of the event the patient became hypoglycemic and unresponsive, was not able to self-treat and required assistance (treatment with juice) by a family member to stabilize her condition. Data investigation confirmed an alert issue as no audio output. The probable cause is always sound disabled. The receiver was not sent back for investigation, no further analysis could be performed. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.